Manufacturer narrative:
All available information was investigated and the reported gripper issue was confirmed via returned device analysis and observed resistance in the lumen while actuating the gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue was due to the identified resistance in the lumen. The resistance appears to be related to a potential product quality issue; therefore, exception (issue) 129066, exception (action) 134118 was initiated on 23-jun-2023 to evaluate whether a product quality issue exists. The investigation evaluated the reported issue, and the engineering group determined the possible root cause to be method but cannot be confirmed. Method was retained as a potential root cause as it is possible that the loctite migration during the manufacturing process creates an obstruction in the dc lumen pathways. However, since the theory could not be confirmed, the theory remains a possible cause. There were no design, labeling, or manufacturing changes that would predispose additional devices to this failure mode. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. A ntw clip was advanced to the left atrium. During gripper orientation, one of the grippers was unable to be lowered. Troubleshooting was attempted but was unsuccessful. The device was removed and a replacement ntw clip was used to complete the procedure, reducing mr to trace. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.